Event description:
It was reported that the patient's atrial lead was capped (B)(6) 2023 and replaced due to insulation degradation. The patient was stable.

Event description:
New information received suggests the insulation anomaly on the atrial lead was observed during a routine procedure for a generator change when attempting to attach old leads to the new generator. No electrical anomalies were observed on the atrial lead.